Manufacturer narrative:
The customer's test strips and meter were returned. The customer's test strips and vial showed no defects, in addition, the customer's meter appeared undamaged and was clean on the outside. The returned test strips were measured with the returned meter in comparison with the current test strip master lot # 286321-80. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot and reference meter: donor 1: 2.4 inr donor 2: 2.6 inr customer strips and reference meter: donor 1: 2.4 inr donor 2: 2.6 inr the returned customer material and retention material complies with specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips (lot 294151) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Country of origin (B)(6). Occupation is lay user/ patient.

Event description:
The customer complained of a discrepant inr result with coaguchek xs kit meter serial number (B)(4), compared to a laboratory result using an unknown method. On (B)(6) 2018 the patient¿s meter result was 1.1 inr and the laboratory result was 4.0 inr. The customer's therapeutic range is 2.5 ¿ 3.0 inr. There was no allegation that an adverse event occurred. Relevant retention test strips (lot 294151) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.